Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle did not fully retract after use and resulted in a needle stick injury. It was also reported that "nurse had pathology all results nad".

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. Unable to request a DHR for needle stick (after injection) or difficult/unable to operate (retraction failure) due to an unknown lot #. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle did not fully retract after use and resulted in a needle stick injury. It was also reported that "nurse had pathology all results nad".